Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, loss of capture was observed on the left ventricular (lv) lead. Diagnostic imaging was performed and revealed that the lv lead was dislodged. The device was reprogrammed to disable the lv lead and a revision surgery was performed. The lv lead was explanted and replaced. The patient's condition was stable following the procedure.